Event description:
On (B)(6) 2013, it was reported that on several occasions the patient's infusion tubing became disconnected from the connector housing causing insulin to leak. She would notice the separation when she woke up in the morning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
A visual inspection and a test for flow, leak and static pull were performed on the returned used infusion set. The tubing was detached from the tubing connector. The user applied too much force on the infusion set which led to a separation of the connector from the tubing.